Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was repaired. The system was then found to be operating as intended.

Event description:
The customer reported a hard drive error message and the system would not boot up. There is no report of pt injury.